Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: only four primary sterile packaging and one secondary packaging of the instruments have been provided for investigation. They arrived in a clean status with visible damages. The instruments and the other sterile packaging are missing. The components have been examined visually and microscopically with the digital microscope and digital camera. A visual inspection of the primary sterile packaging and found a ripped sterile packaging. Additionally found the ripped off foil of the primary sterile packaging. A visual inspection of the secondary sterile packaging, also found a ripped sterile packaging. The root cause of the problem is most probably usage related. A CAPA is not necessary.

Event description:
It was reported by the healthcare professional to the company sales representative that during a surgical procedure, while opening the package and passing it to the surgeon the foil ripped causing the instrument to be contaminated. Another device was immediately available, no surgery delay, no patient harm was reported.